Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this insertable cardiac monitor (icm) incision was opened. It was indicated that the end of the icm site is not healed and now the patient can see the end of the icm. The patient was schedule for a removal. The icm remains in service and no adverse patient effects were reported. Additional information indicated that this icm has been explanted and it has been returned to bsc. No additional adverse patient effects were reported.